Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage or peeling. During testing, all the keypad buttons were properly responsive. The keypad cover was removed and no contamination was found under the key contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button was intermittently unresponsive. The cover was torn. The cover was removed and evidence of corrosion was found under the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under-responsive. The up arrow and ok keypad buttons were reportedly over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.